Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not returned and a physical or picture evaluation could not be performed. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error in setting the device properly. The complaint allegation was not confirmed. No evidence of the failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/30/2025, a sales representative reported via (B)(4) that they have been experiencing an issue with an ar-6480 dualwave pump and tubing. Occasionally, the pressure will spike and continue pumping fluid uncontrollably. There was no additional information provided, and additional information has been requested.